Manufacturer narrative:
Additional information was provided and noted due to an existing bacteremia and an already initiated weaning process; re-implantation was not performed. No patient harm was reported, and the pump was removed without complications. Patient-specific information for a4 (weight), a5 (ethnicity) and a6 (race) is unknown at the time of this MDR writing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 65-year-old female who had been admitted in with indication of acute myocardial infarction and cardiogenic shock. Underlying medical history was not shared. The cp was supporting, on day 2, when the patient was being transferred to place the patient on the operating table and discovered a purge leak. Upon review there was a break and kink. The team made decision to explant and not replace the pump as the patient was stable post explant and the patient had a bacteremia issue already diagnosed. The patient has survived the bacteremia and leak.

Manufacturer narrative:
D4: corrected serial number. D9: added the devices return information.

Manufacturer narrative:
Additional information clarified discrepancies in the aware and event dates, confirming both as (B)(6) 2026. This date has been repopulated in b3 (date of event) and should be considered for the initial report g3 (date received by manufacturer). Further information indicated that the patient no longer required impella support and that no patient harm was reported.

Manufacturer narrative:
Corrected information was provided in d4. Upon review, the primary UDI number has been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The product was returned and a leak was found at the reservoir-to-filter joint in the sidearm. This joint was found to be completely separated and likely the source of the leak. No kinks were found. The events leading to this damage are not known so the cause of the damage could not be determined. Infection: the cause of the injury was not determined due to insufficient clinical details.